Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Visual examination of the provided x-ray images confirmed the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "disappointing short-term results with the depuy asr xl metal-on metal total hip arthroplasty" by nicholas m. Berthal, md, paul c. Celestre, md, alexandra I. Stavrakis, md, john c. Ludington, pa-c and daniel a. Oakes, md published by the journal of arthroplasty vol. 27 no. 4 2012 on august 26, 2011 was reviewed for mdv reportability. The study entails 70 patients that received asr xl system with 64 summit stems and 4 srom stems. A total of 12 required revisions: loosening and acetabular spinout (1) at 15 months post op, persistent pain (5), pain and loosening (1) intractable pain, squeaking and/or suspected failure of ingrowth (5). Additional 3 other patients reported squeaking and 2 noted grinding sensation but not revised and three additional patients reported intermittent pain but did not consider revision. It is noted that all but 1 cup had degree measurements outside of depuy's recommended angles. Less than 25% ingrowth was noted on the explanted cups. No other adverse events are noted and all patients whom received revision were asymptomatic by 3 months post revision surgery. Adverse events: surgical intervention, pain, audible noise, loose cups, and malpositioned cups. Impacted products: asr xl cups.